Event description:
It has been reported by the user facility that the power cord is not functioning properly.

Manufacturer narrative:
A technician at the user facility evaluated this plug. The symptoms of the cord as described by the user facility technician are those attributed to customer misuse. The technician admitted that he has seen caregivers at the facility move beds prior to unplugging the bed from the wall.